Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a interventional mtraclip procedure. Reportedly, a cuff miss [suture retrieval issue] occurred when the plunger of the first prostyle was removed. The sutures of the second and third prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath, and the mtraclip procedure was completed. Hemostasis at the large-bore vein was achieved with the second and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.